Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received. It has skewed the scale printing, therefore failure mode is verified. Skewed print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. Complaints received for this device and reported condition will continue to be tracked and trended. A device history record review could not be completed as no batch number was provided. Investigation conclusion: a device history record review could not be completed as no batch number was provided. Root cause description: skewed print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad.

Event description:
It was reported that a bd 60ml syringe luer-lok¿ tip had scale marking error. The following was reported, "customer opened packaging and witnessed that syringe measurement was printed incorrectly."